Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation underneath the back therapy electrodes. The patient mentioned developing a rash on his stomach and elbows, not near the device, and thinks this may have been due to medications. He mentioned being allergic to tide laundry detergent and switched to sun detergent. The patient's pharmacist advised the patient to use an over-the-counter aveeno lotion with oatmeal. The outcome of the irritation is not known.